Event description:
It was reported that the patient never had therapeutic effect. The patient had nerve damage in her right foot with acute pain. The patient noted that when stimulation was on it felt like it was in the right spot but it was irritating, ¿it drew her toes.¿ the patient stated that it did not feel like it was helping, even when she had it high or low. This issue began ¿about three to four weeks ago¿ when the patient decided to turn the stimulation on. The patient also mentioned that she had surgery on (B)(6) 2013. It was decided to leave the leads to the patient¿s back and hook the peripheral nerve leads to the stimulator she already had. The patient had groups a, b, c, and d that were from the leads in her back. The patient was then programmed for her legs to groups e, f, and g. The patient did not need to use these until ¿three weeks ago.¿ the patient had not used a, b, c, and d because they were stimulating both legs. The patient was just trying to pinpoint it to the right leg. The patient wanted help with reprogramming and had an appointment scheduled with her health care provider (hcp) for (B)(6) 2013. The hcp knew about the issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3987a, lot# n318691, implanted: (B)(6) 2013, product type lead; product ID 3987a, lot# n317586n01, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).